Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
The pk papyrus covered stent system was selected for treatment in a severely calcified lesion in a mildly tortuous mid lcx. A perforation occurred in the middle part of the lesion when using rotablator. It was tried to advance the device to the lesion, but it was unable to pass near the proximal region. After removal of the device, it was noticed that the stent had fallen off. The stent was detected by ivus at the midpoint of the lesion, and the stent was adapted to the vessel wall on site. Afterwards, another pk papyrus was placed in the perforation site, and the procedure was completed successfully.